Manufacturer narrative:
B3 date of event: bsc aware date used as no event date was provided. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a device interaction occurred. A patient with a previously implanted unknown pacemaker underwent a pulse field ablation (pfa) procedure for atrial fibrillation using a farawave catheter. Preoperatively the pacemaker had a pacing threshold of 3 volts. Following the pfa procedure, the pacemaker had a pacing threshold of 5 volts. One month post index procedure during a routine follow up examination, the pacemaker pacing threshold had returned to 3 volts. No patient complications were reported.